Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 1488t, competitor implantable pacing lead, implanted: (B)(6) 2003; product ID: 1488t, competitor pacing lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por) per the wireless remote monitor transmission. The ipg remains in use. No patient complications have been reported as a result of this event.